Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he has inaccurate sensor readings that cause his insulin pump to go into false threshold suspends modes. Customer stated his blood glucose will be 95 mg/dl, but his sensor reading will be around 40 mg/dl. Customer receives calibration errors shortly after inaccurate sensor readings. Customer was advised of proper sensor and calibration methods. He was told to call when needed to troubleshoot issues. Nothing further reported.